Event description:
Information was received that a smiths medical cadd prizm vip pump had an error code of 10037. No patient injury resulted.

Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis. The customer reported issue was confirmed. The root cause could not be identified.